Event description:
A pt reported blood glucose results of 178, 226 and 203mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Control solution test failed twice. Test strips and control solution were not expired. Based on the info provided, this case is being reported as a strip malfunction.